Manufacturer narrative:
The pump passed the self test, displacement test, active current test, and sleep current test. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thump. The following power alarms/alerts noted in downloaded history on event date: power loss alarm [6] on (B)(6) 2023 10:45:03.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following alarm/alerts were noted on or near event date: pump error 63 variable 15 on (B)(6) 2023 10:47:41.000 and pump error 15 on (B)(6) 2023 07:43:28.000. Confirmed pump error 63 variable 15 (filenumber = 2017 linenumber = 147) due to hardware error. Confirmed pump error 15 (filenumber = 0 linenumber = 1938) due to software anomaly. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. No blank display or flashing medtronic logo anomalies noted during analysis. Blank display and flashing medtronic logo not confirmed. Pump error 63 confirmed due to hardware error, isolated to electronic stack. Pump error 15 confirmed due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not working. The customer also stated that they received alarm that their battery has to be replaced. The customer stated that the insulin pump wwnt to loop mode where medtronic screen appears and the pump shut down. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states the patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.